Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed for all devices associated with this case and no nonconformities were found.

Event description:
It was reported to nevro that a patient in (B)(6) was admitted to the hospital due to an infection post implant. The patient was given oral antibiotics. The device was explanted. Follow up report indicated that the patient was released from the hospital and is currently recovering from the infection and surgery.